Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and had now triggered an alert due to out of range impedances greater than 125 ohms. It was noted that there was no noise on the egm. Technical services discussed changing the alert limit to 150 ohms, and possibly performing commanded shocks to test. The lead remains in-service. No adverse patient effects were reported.